Event description:
The manufacturer was notified from the mantra study database of the early explant of a perceval plus valve. The following provides a summary of all information currently available to the manufacturer. A perceval plus pvf-s valve was successfully implanted in a female patient on (B)(6) 2022. At the 3-year follow-up visit, echocardiography revealed a mean aortic pressure gradient of 68 mmhg, moderate central regurgitation, and a left ventricular ejection fraction of 50%. Functionally, the patient was classified as nyha class iii prior to the initial perceval valve implantation, improved to nyha class ii following the procedure, and subsequently deteriorated to nyha class iii at the 3-year postoperative follow-up. The patient presented again on (B)(6) 2026 with severe aortic stenosis. Following diagnostic evaluation and hospitalization, the prosthetic valve was explanted on (B)(6) 2026 and replaced via median sternotomy with a 19-mm bicarbon fitline valve (sn (B)(6)). The patient's medical history includes systemic hypertension, type ii non-insulin-dependent diabetes mellitus, dyslipidemia, current tobacco use, and obesity.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted if the device is retrieved and when further information is received from the site.